Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. .

Event description:
It was reported the patient passed away on (B)(6) 2016. The patient underwent a surgical implant procedure of a scs system on (B)(6) 2016. The implanting physician stated at the time of discharge after implant on (B)(6) 2016, the patient was doing well and all vitals were normal. The patient's daughter reported he woke up on (B)(6) 2016, with a blood sugar level of 30. The patient went back to sleep without taking anything for the low blood sugar. The daughter stated he went back to sleep and did not wake up.